Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Two (2) technicians fainted (passed out) after using a non-abbott detergent (hydrochloric acid, (B)(6) brand) to clean the area behind the architect i2000sr analyzer in the laboratory. The laboratory technicians were using a detergent called cleaning toilet ling ((B)(6)) that contains hydrochloric acid for cleaning the area behind the analyzer. The detergent was poured directly into the sewer behind the analyzer. The technicians had squatted near the floor behind the analyzer while cleaning. One technician did not feel well and sat down. The other technician continued to work for about 10 minutes and then fainted when they stood up. The analyzer waste liquid line had been blocked and had drained directly in the sewer behind the analyzer before the technicians began cleaning. Analyzer waste includes architect wash buffer, which contains sodium azide. Another technician entered the laboratory, found the other technicians, and opened a window to ventilate the area. Both technicians involved in the cleaning were sent to the hospital for a medical examination, however no treatment information was provided. Both technicians were reported to feel good after the incident.

Manufacturer narrative:
The investigation determined that the issue described in this ticket was caused by abnormal use of architect concentrate wash buffer list number: 6c54-88. Per the 6c54-88 safety data sheet (msds), architect concentrate wash buffer contains sodium azide, which reacts with acid to liberate hydrazoic acid, a very toxic gas. The msds suggests disinfectant properties to ensure reactions do not occur. A review of the risk management report (ln 6c54) hazard of operator exposure to a dangerous reaction product was examined. No update to the risk management document was identified as potential hazards associated with disinfection and handling of liquid waste are assessed. In addition, review of the architect operations manual was performed, section 8 hazards, chemical hazards. This advises to observe a number of precautions when using products or handling waste containing sodium azide. It advises to flush drains thoroughly with water several times a day to prevent the build up of potentially explosive metal azides if product and/or instrument waste is released to a drain and provides additional information and reference to resource guides related to the presence of azides in laboratory drains. The complaint trending report review determined that there was no non-statistical or adverse trend for the complaint issue for the product. Use error caused the issue as the customer did not follow the safety instructions. No malfunction and no product deficiency was identified.